Manufacturer narrative:
The electrode lot number and expiration date were not provided. The calibration and qc data were acceptable. Crystallization points were found on top of the cuvettes and were cleaned by the field application specialist. The sample probe needle was cleaned and the dispensing of solution 1 in the cuvette was adjusted. Ise checks and precision testing were performed and were acceptable. The investigation did not identify a product problem. The specific cause of the event could not be determined. The maintenance actions resolved the issue.

Event description:
There was an allegation of questionable ise results from the cobas 4000 c311 stand alone system. Patient 1 initial sodium result was 171 mmol/l and the repeat result on a blood gas analyzer was 139 mmol/l. Patient 2 initial sodium result was 108 mmol/l and the repeat result on a blood gas analyzer was 146 mmol/l. The questionable results were not reported outside of the laboratory.